Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Patient has fracture of his hip above the diaphyseal implant and needs a custom to lock in the bolted junction so we can replace the proximal diaphyseal segment with a segment that includes a proximal femoral replacement.